Event description:
It was reported the device was used during a laparoscopic gastric bypass procedure. It was reported by the affiliate that on the third firing, the firing handle broke. A couple of staples came out of the device. The affiliate reported that the device worked correctly on the first two firings. There was no pt consequence.

Manufacturer narrative:
Broken firing belt. Product complaint analysis team has completed its investigation of the device. Results of investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge condition 1/2 fired, cartridge returned batch number ed0068, condition of guide block n/a, condition of knife good, condition of wedges good, firing handle condition good, lockout indicator fired, staples present in instrument yes. Functional tests & results: was instrument cycled no. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with a broken firing belt. No testing could be performed due to condition of instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.